Event description:
It was reported to vyaire medical that the bellavista ventilators has error 401 "inspiration valve or device leaky" alarm. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The unit has been reworked from moog to micronel in production. As patch 16 was put on hold, the software was downgraded to v6.0.1200.0 prior to shipment to the customer. Most likely the blower type change is not saved during production, as patch 12/13 was not yet even able to handle moog blower type, it was then undetected until the customers updated to patch 16. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.